Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on appendiceal mesangial during a laparoscopic appendectomy, after opening the package they found that the absorbing ligation clips had been cracked and could not be used. They replaced the device to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.